Manufacturer narrative:
This report is being filed to correct the implant date.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as well as many non-sustained ventricular tachycardia (nsvt) due to the oversensing of the noise. Lead check was normal and stable. Additional information noted that the patient attended the clinic for a routine follow up. Multiple non-sustained ventricular tachycardia (nsvt) episodes were noted in the arrhythmia logbook. Upon assessing electrograms (egms) noise was noted on the rv lead. The rv sensitivity was reprogrammed. It was attempted to reproduce the noise via isometrics movements, but this was not possible. The physician was satisfied leaving the lead as is at this time. All lead measurements were otherwise stable. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to correct the implant date.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as well as many non-sustained ventricular tachycardia (nsvt) due to the oversensing of the noise. Lead check was normal and stable. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to correct the implant date.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as well as many non-sustained ventricular tachycardia (nsvt) due to the oversensing of the noise. Lead check was normal and stable. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as well as many non-sustained ventricular tachycardia (nsvt) due to the oversensing of the noise. Lead check was normal and stable. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to correct the implant date.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as well as many non-sustained ventricular tachycardia (nsvt) due to the oversensing of the noise. Lead check was normal and stable. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to correct the implant date.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as well as many non-sustained ventricular tachycardia (nsvt) due to the oversensing of the noise. Lead check was normal and stable. No adverse patient effects were reported. The lead remains implanted.